Event description:
It was reported that " during robotic total hip surgery, after the doctor put acetabular cup the product was broken while screwing. The pieces were removed by surgeon. Washed and examined by surgeon sight to make sure no pieces left." Updated: right side.

Manufacturer narrative:
An event regarding crack/fracture involving a trident driver shaft was reported. The event was confirmed based on evaluation of the returned device. Method & results: -product evaluation and results: examination of the returned device indicated that the device fractured due to an overload condition as indicated by ductile overload morphology. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: not performed as no medical records were returned for review. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been one other similar events for the reported lot. Conclusions: examination of the returned device indicated that the device fractured due to an overload condition as indicated by ductile overload morphology. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that "during robotic total hip surgery, after the doctor put acetabular cup the product was broken while screwing. The pieces were removed by surgeon. Washed and examined by surgeon sight to make sure no pieces left." Updated: right side.